Manufacturer narrative:
Additional information was received on 10-jan-2025. It was reported that a pericardiocentesis was done after the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noted at the beginning of the procedure, during the ultrasound evaluation, prior to going transseptal. The procedure was continued and completed without issue. The patient was then transported to the observation area. A pericardiocentesis was performed on the patient however the details are unknown. The physician's opinion on the cause of the adverse event is the patient condition. Patient required an extended hospitalization. There was no evidence of steam pop. The event occurred post procedure. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: h3. Device evaluated by manufacturer field was updated from a "yes" to a "no". H5. Labeled for single use field was updated from a "no" to a "yes". Product complaint #(B)(4).